Event description:
During a gastric bypass procedure, the device had a hand instrument tone. Was checked if dirty; device was cleaned and still gave the tone. There was no reported patient consequence. It was not reported how the case was completed.